Event description:
On (B)(6) 2006, I underwent a left total hip arthroplasty. I received a depuy pinnacle metal 36 mm x 52 mm neutral, a 36 mm -2 metal on metal femoral head and a summit tapered hip stem with porocoat, size 2 high offset. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device I experience severe pain and difficulty with my left thigh and left hip area. I also feel extreme discomfort when standing, walking, or sitting for periods of time.